Manufacturer narrative:
Patient weight now provided. The instruction for use (IFU) which accompanies the device contains a warning regarding patient tracker movement: "warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating."

Manufacturer narrative:
Patient weight not made available from the site. On 04/14/2016 a medtronic representative, following-up at the site, received information from medtronic technical services and the site staff that user error was the underlying factor. It is suspected that the patient tracker may have shifted a little bit causing the inaccuracy, however, once tracing and re-registering the patient, everything performed as expected. The navigation system has been operating properly. The medtronic representative performed an in-service at the site to train staff. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. Accuracy was confirmed after registration, however, as the procedure progressed, all the instruments became inaccurate. In trouble-shooting, the patient was re-registered. The nurse noted that the patient's head position was shifted during the procedure. Accuracy was confirmed after registration. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the nurse stated the inaccuracy was approximately 1 to 2 millimeters.